Manufacturer narrative:
The device was received for evaluation and confirmed to contain a mobile red particle. The red particle was further analyzed by ftir method and the results suggest it could be a polymer containing vinyl acetate. A review of the manufacturing area suggests a potential source is a red adhesive used as the binding on a tear off form tablet. A production record review was conducted and there were no deviations related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a red foreign particle was identified in an empty secure 500ml eva container with male screw connector. This was discovered by a pharmacy technician prior to filling. There was no patient involvement. No additional information is available.